Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v549292, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). Within the week the patient started seeing 2 batteries laying sideways on the top of their patient programmer screen. It was noted that the patient didn¿t remember ever seeing the one in the middle before and wanted to know what that meant. The battery in the middle had less than a quarter full showing. It was reported that the patient thought it lasted 5 years. Additional information received reported that the patient needed their internal battery replaced and the first appointment available was on (B)(6) 2014. The patient¿s health care provider (hcp) was excellent but was extremely busy and the patient wanted a referral to another hcp in their area.